Event description:
Related manufacturer reference number: 2017865-2025-1002188. It was reported that an asymptomatic patient presented to clinic. Upon interrogation of their leadless pacemaker system an error message popped up stating diagnostic data was invalid and the electrocardiograms (egm) were cleared. The nurse pressed continue and no diagnostics were available. The interrogation stated the lasts tests run were in 2016, even though the device was implanted in 2025. It also seemed like device's programmed settings had changed on its own. Everything was normal when the device was checked again. Patient was stable.

Manufacturer narrative:
The reported complaint of diagnostics being cleared due to an ¿invalid diagnostics¿ error message was confirmed. Based on the raw data, the last cleared timestamp in the lp was correct. However, due to the an incorrect read of the rv lp real-time clock by the programmer, it was decoded improperly, which resulted in asynchronized last timestamps of ra and rv lps. Therefore, the programmer software cleared the diagnostics and segms by design. This incorrectly read system rtc also caused incorrect rv test result timestamps to be shown in the application and reports. The rtc value was correctly stored in the rv lp. The reported complaint of the device being programmed aai+vvi 85/80 but the last document shows ddd 60 was not confirmed. No logs from the previous session was provided to confirm programmed settings.